Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the stent was being placed for the treatment of biliary stricture. The stricture was 2-3 cm in size and was not dilated prior to stent placement. The patient's anatomy was not tortuous. During the procedure, the doctor attempted to deploy the stent and the stent would not deploy. The doctor attempted to deploy the stent again and the stent would not deploy, however, after 5-7 seconds the stent quickly prematurely deployed into the wrong location. The stent was left in implanted and another wallstent biliary was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.